Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: presenting intense pain, hardening and edema, capsular contracture.

Event description:
Patient reported right side "integral retroglandular breast prosthesis with marked folds in the lateral and infero-lateral portion","hardening and edema in both breasts","a new case of capsular contracture (baker iii/IV) was found" and "the company allergan announced voluntary worldwide recall of breast implants." Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: - capsular contracture: unable to observe as it is a medical event that is not related to the device. -edema:unable to observe as it is a medical event that is not related to the device. -anxiety-product/procedure:unable to observe as it is a medical event that is not related to the device. -crease folding of implant: no observed creases on the device.

Event description:
Patient reported right side "integral retroglandular breast prosthesis with marked folds in the lateral and infero-lateral portion","hardening and edema in both breasts","a new case of capsular contracture (baker iii/IV) was found" and "the company allergan announced voluntary worldwide recall of breast implants." Device has been explanted.